Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) . UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device found in good conditions during visual inspection. No damages visible. Device doesn't heat up during test and values were too low. When opened we found cracked return tube and water circulation was not sufficient. Electrical safety and device passed all the functional test. Unable to duplicate customer stated pressure chamber issue. The root cause of the reported issue was found to be the device didn't heat up due to insufficient water circulation caused by the water leak. Actions were taken to mitigate the reported issue: replaced return tube . A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device didn't heat. The pressure chambers don't build enough pressure to empty the infusion bag.. No patient injury was reported.